Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. The physician did not keep the device for inspection.

Event description:
The patient was undergoing a coil embolization procedure in the internal carotid artery (ica) using penumbra smart coils (smart coils). During the procedure, the physician advanced a smart coil through a non-penumbra microcatheter, and then attempted to retract the smart coil to reposition it. However, while retracting, the physician experienced resistance and the smart coil unintentionally detached with part of it still within the target aneurysm. The smart coil subsequently broke into multiple pieces; therefore, the physician used a stent retriever to remove the broken smart coil during multiple attempts. The procedure was then completed using the same microcatheter and additional coils. There was no report of an adverse effect to the patient.